Event description:
A report was received that the patient was unable to charge the ipg because it was perpendicular to the skin. The patient underwent a revision procedure wherein the ipg was relocated. The patient was able to charge after the procedure and was doing well postoperatively.